Event description:
Boston scientific received info, this atrial lead dislodged one day post implant, detected from a chest x-ray. The lead was successfully repositioned. No adverse pt effects were reported. The atrial lead remains in service. As no further info concerning this report is expected, our investigation is complete. This report will be updated should add'l info become available.

Manufacturer narrative:
Boston scientific received info, this atrial lead dislodged one day post implant, detected from a chest x-ray. The lead was successfully repositioned. No adverse pt effects were reported. The atrial lead remains in service. As no further info concerning this report is expected, our investigation is complete. This report will be updated should add'l info become available.